Event description:
During a pci procedure, the physician experienced difficulty in the removal of the pt2 light support guidewire. The lesion being treated was a 90% stenotic lesion in an unspecified location. The pt2 light support guidewire crossed the lesion. When the first imaging was performed and the physician attempted withdrawal, resistance was felt between the catheter and the pt2 light support guidewire. The physician could not remove the catheter by holding the pt2 light support guidewire. The catheter was successfully removed by removing both the catheter and the pt2 light support guidewire together. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.